Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blade to be dislodged. The blade was dislodged at 0.094 in between the grips. Failure analysis investigation also found the following damages: the instrument's blades were bent. The blade was manually extracted to find that it was bent to the side. The blade was bent at the blade and knife interface. Failure analysis concluded that the bent damage may be due to mishandling/misuse. The instrument's grip tips displayed scratches on the surface. It was observed that material was missing which had been scratched off the surface. The instrument's motor assembly contact was corroded/contaminated along with the motor surface which showed white and copper color substance. Failure analysis concluded that the corroded/contaminated contact may be due to improper cleaning. No other damage was found.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, after a couple firings, the blade would not retract on the vessel sealer instrument. There was an error message of blade exposed. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.